Event description:
Per the clinic, the patient experienced poor performance, pain and shock sensations with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. There are no plans to reimplant the patient with a new device as of the date of this report, september 4, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 17, 2014.